Event description:
A report was received that the pt was experiencing soreness at the midline incision. The physician determined that the pt's lead site may be infected, so the decision was made to explant the two cervical leads. The pt was treated with oral and intravenous antibiotics, and is reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation, as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.